Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal left anterior descending artery with moderate tortuosity and mild calcification. Pre-dilatation was performed and the 2.25 x 15 mm mini vision was advanced. While implanting the stent, a dissection occurred; therefore, a 2.25 x 18 mm mini vision was implanted for treatment, and timi flow was good. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal ii. Inflation: medtronic. Guide cath: cordis. Sheath: cordis. There was no reported product deficiency. The reported dissection is a known adverse event listed in the mini vision instructions for use (IFU). Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.